Manufacturer narrative:
The reported event of a torn leaflet was confirmed. Leaflet 1 was torn at stent post 2. There was circumferential pannus growth on the inflow side, narrowing the inflow diameter and encroaching onto the tissue of all three leaflets. There was a fold, or retraction, in the base of leaflet 1. No inflammation or calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined. The patient had a medical history that included copd and hypertension.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. On an unknown date, a leaflet tear was observed. On (B)(6) 2019, the valve was explanted and replaced. Post-operatively, the patient is reported to be recovering. The patient has a history of copd and hypertension.